Event description:
Ous MDR - at home, the patient felt 18 inappropriate shocks. She was hospitalized in the emergency room. Exams showed a vd impedance >3000 ohms revealing a conductor break. No clinical consequence except very painful inappriopriate shocks felt. Lead extraction and replacement by a competitor's lead. The patient is a female (B)(6).

Manufacturer narrative:
The performance of the lead and the ICD under complaint were scrutinized. The analysis revealed severe signs of wear along the lead body. In the proximal part of the lead, the insulation was found rubbed through, most likely due to interaction between the lead body and the ICD housing. In the region of the tricuspid valve the insulation was found damaged. The conductor cable to the rv shock coil was fractured in this area. The conductor fracture can be considered to be the root cause for the high pacing impedances mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages on the lead resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.